Event description:
It was reported that the target lesion was located in the right coronary artery (rca). Pre-dilatation was performed with a non-abbott balloon at 10 atmospheres (atm) for 10 seconds, then at 8 atm for 15 seconds for 3 inflations. Intra-vascular ultra sound (ivus) was performed. Then, a 3.25 x 33 mm xience xpedition stent was implanted at 12 atm. A dissection was noted distal to the implanted stent. To treat the dissection, a 3.0 x 15 mm xience xpedition stent was implanted at 12 atm overlapping the previous stent. After procedure, in the evening, the patient experienced chest pain and thrombosis was noted thrombosis by angiography. The next day, treatment was performed by thrombectomy and balloon dilatation. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, an analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot was not performed because the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effects of angina and thrombosis are listed in the (B)(4) xience xpedition everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: stent: 3.25 x 33 mm xience xpedition; guide wire: sion blue. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 3.25 x 33 mm xience xpedition referenced is being filed under a separate medwatch report.